Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient had developed cellulitis at infusion site and was prescribed second round of antibiotics. No further information is available.